Event description:
Procedure: laparoscopic appendectomy. Reportedly, the cartridge fired but locked on tissue. Stapler could not be opened after firing. Surgeon had to manually resect the device from the specimen side of tissue in order to remove it. Used another device to complete the procedure. There was no patient injury reported.